Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply and ffb board were evaluated and replaced. The system was tested, found to be working as intended and returned to service.

Event description:
It is reported the system would not boot up fully. There is no report of death or serious injury associated with the event.